Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an advantage fit sling system was implanted on an unknown date. According to the complainant, post-procedure, the patient presented with subureteral mesh exposure. The mesh was excised and the location was oversewn during a day surgery procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.